Manufacturer narrative:
This report is submitted on january, 2022.

Event description:
Per the clinic, the patient experienced swelling at the abutment site and was treated with a steroid injection. The implant remains in-situ.